Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who mentioned that earlier in the day, they performed a system setup, after which the audio stopped functioning. The following functional tests were performed: the rse had the customer check the cables to ensure everything was connected properly. The rse suggested checking another unit to compare how the audio and speaker connections were set up. Results of functional testing confirmed: the customer was confident that all cables were correctly in place and performed this check. The rse reported after completing the system setup, the unit failed to return to monitoring status, remaining on the desktop instead. A good faith effort (gfe) response confirmed there was no sound at the time of the event, and the volume was set to 4 with nothing diminished or distorted. A philips technical consultant (tc) later followed up with the customer who replied saying they cancelled the call because they resolved the problem, no other details were provided. Based on the information available, the cause of the reported problem was not confirmed. The customer resolved the issue themselves, without sharing any details. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported there was no audio alarm coming up. The device was in use on a patient at the time of the event, there was no adverse event reported.